Event description:
A customer reported that the pump battery would not charge, and despite trying different outlets and charging cables, the issue persisted with the charging connection remaining unstable. There was no adverse impact to the customer¿s blood glucose level reported. Technical support decided to replace the pump. The customer agreed to return the problematic pump using a pre-paid label and understood how to store the pump correctly before returning it to tandem.